Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: the pump's black box showed evidence of one unexplained pump reboot event on (B)(6) 2016. The pump powered on with the returned battery cap to a dim discolored display. The battery cap was unable to fully tighten to the pump. The battery cap measured within specifications. There was a battery compartment crack observed from the thread area to the case seal. The pump case was cracked in a corner of the display area. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The alleged power issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.